Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reporter person said that after 3 fires, the staple line presented excessive bleeding. Because of the excessive bleeding, the physician had to cauterize part of the staple line and do manual suture in all staple line. Due this problem, the surgical time was extended by 40 minutes.